Event description:
Gensia's safety officer rec'd a letter from a user facility regarding a pt who experienced a sore throat and edema to the palate following the use of an lma that was inappropriately cleaned with a phenol agent (vesta-syde). The pt was treated successfully by an ent physician on an outpatient basis with steriods, antibiotics and pain medication. The MFR's recommended cleaning procedures were discussed with the facility. Subsequently, the facility corrected their cleaning process and inserviced their staff. The lma instruction manual warns against using phenol cleaners and states that a servere or prolonged sore throat has been reported in the pts in whom an improperly cleaned or sterilized mask has been used.